Event description:
The customer reported the image quality was very poor.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep was unable to duplicate the iq problem. A filament calibration was performed as a precaution. The system performed as intended.